Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case, check belt messages) has been confirmed. Upon investigation the monitor failed a incoming functionality testing. The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging the pulse wire within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the defective monitor. Device evaluation of battery charger sn (B)(4)has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective charger. Manufacture dates: monitor sn (B)(4) - 12/11/2017 charger sn (B)(4) - 9/20/2013

Event description:
A us distributor reported that a patient was experiencing check belt messages and that the monitor case was damaged. Additionally, it was reported that the patient's charger was not recognizing a battery.